Manufacturer narrative:
Patient¿s date of birth/age, weight, ethnicity and race were not provided for reporting. Date of event was reported as approximately around (B)(6) 2018. Date of possible revision surgery was not provided. Device remained implanted at the time of reporting. Device is not expected to be returned for manufacturer review/investigation. Reporter is patient/lay user. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient underwent a procedure for a broken ankle repair with plate and ten (10) screws. Reportedly, one of the screws busted approximately around (B)(6) 2018. There is a possible revision surgery to remove the busted screw and will implant a new screw. Patient outcome is unknown. Concomitant devices reported: plate (part# unknown, lot# unknown, quantity 1). Screw (part# unknown, lot# unknown, quantity 9). This report is for one (1) unknown screw this is report 1 of 1 for (B)(4).

Event description:
On (B)(6) 2018, the patient experienced spontaneous pain with no associated trauma. X-rays were taken and confirmed that a screw was broken. On (B)(6) 2018, half of the broken screw was removed, and the other half was left inside the patient, along with the other hardware. The patient was advised to return for follow-up on (B)(6) 2018 where he would be counselled whether he should receive another implant or a bone graft.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.